Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During analysis, the main coil was found to be kinked/bent, and stretched. Additionally, the coil delivery wire was kinked/bent, and fractured at the proximal end, likely while inserting it into the power supply device. It is probable that the main coil sustained damage during the procedure due to attempted repositioning. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be replicated during device analysis; however, the analysis results are consistent with the reported event it was reported that the doctor attempted to detach the subject coil using a power supply device. After four failed attempts the coil remained attached. Switching to a new power supply device also failed. An assignable cause of procedural factors will be assigned to the as reported main coil failed/unable to detach as well as the as analyzed main coil kinked/bent, coil delivery wire kinked/bent and coil delivery wire broken/fractured during use since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the coil delivery wire proximal end was broken/fractured. No clinical consequences were reported to the patient due to this event.